Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. Correction on fields: d4, d8 and d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the reported event occurred due to vt318 (fuji film). The event can be [detected/prevented] by following instructions: please use a peripheral device listed in the system chart written in the instruction manual. If the device was used with a device not listed in the system chart, the device may not function properly. The device may be damaged, and patient/operator injury may occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis x1 video system center images distorted, the entire monitor blacks out or the screen flickers on and off during a procedure. No error. Power is taken from the wall outlet using an extension cord. Even if the dvi cable is unplugged and then plugged in, it temporarily improves, but then it occurs again. The problem persists even after replacing the cable. There was no report of patient harm or user injury associated with this event. Related complaint: patient identifier of (B)(6) is related to model number: cv-1500.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.